Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leak event on (B)(6) 2024. The insertion site was at abdomen.the infusion set was in use for 1 day or less. No further information available.